Event description:
During a surgical procedure, the sterilizable handle used with the surgical light broke. While breaking, the sterilizable handle release a cristal window (lense) which fell into the surgical field. No clinical consequence was reported.